Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the root cause of the reported avulsion fracture; however, avulsion fracture is attributed to when the ligament pulls away from the bone taking a piece of the bone with it, hence a fracture. Based on the inability to identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that the patient suffered a pcl avulsion fracture intraoperatively.